Event description:
After catheter was inserted into patient, urine port could not be cleared. Catheter was removed and looked like it had folded over although nothing during insertion indicated a problem. No patient injury.